Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device with an uncracked screen became intermittently unresponsive to touch, requiring presses offset from icons and ultimately failing to respond, consistent with a touchscreen issue; the device was charged, on current firmware, and could not be navigated to restart. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem affecting the touchscreen component, aligning with a device problem classification of fracture at the component level. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.